Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection noted the distal luer post had been broken. The cause could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that an intermate had a missing component found before use. After further investigation by baxter personal, it was determined that the distal luer was broken. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.